Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor result of 3.4 mmol/l for a few days and self-treating based on this reading. Customer did not perform a blood glucose test and ended up being hospitalized for 3 days where it was determined his blood glucose was 13.4 mmol/l (hcp meter). No further information was provided by the customer as he "could not troubleshooting due to physical weakness". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Outcomes attributed to ae was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a sensor result of 3.4 mmol/l for a few days and self-treating based on this reading. Customer did not perform a blood glucose test and ended up being hospitalized for 3 days where it was determined his blood glucose was 13.4 mmol/l (hcp meter). No further information was provided by the customer as he "could not troubleshoot due to physical weakness". There was no report of death or permanent injury associated with this event.